Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction revision with a 500cc mentor memorygel breast implant and experienced unexplained systemic symptoms, including anxiety, brain fog, joint and muscle pain, severe vertigo, muscle weakness, temperature intolerance, hair loss, dry skin, sinusitis, slow wound healing, yeast infections, uti, decrease libido, skin rashes, sensitivity to light and sound, night sweats, visual changes, s.i.b.o.(small intestinal bacterial overgrowth), chest implant burning, body inflammation, food allergies, and difficulty taking a deep breath. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. The patient stated she had consulted a medical professional and the diagnosis was breast implant illness. As a result, the patient underwent explantation without replacement on (B)(6)2019. This medwatch report is for the right-sided implant.